Event description:
Medical records were obtained. Medical records indicate high metal values and a thin yellow cloudy fluid in the joint. She had a previous hip bursa aspiration which initially appeared to be infectious fluid but cultures sent failed to grow anything. This was felt to be secondary to her failed acetabular component.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate high metal values and a thin yellow cloudy fluid in the joint. She had a previous hip bursa aspiration which initially appeared to be infectious fluid but cultures sent failed to grow anything. This was felt to be secondary to her failed acetabular component. Update litigation alleged the asr hip was explanted due to pain, discomfort, soreness, malaise, swelling, decreased energy, immobilization and both acute localized damage to surrounding tissue and/or bone, and other systemic injuries due to excessive levels of chromium and cobalt. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.